Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient complaint was diaphragmatic stimulation and phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.